Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty discharge button on the internal handles. The internal handles were unrepairable and scrapped. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to discharge using these internal handles. Complainant indicated that there was no patient involvement in the reported malfunction.